Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 3 months after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed.